Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call weak battery alarm, failed battery test, battery out limit alarm, audio/beep anomaly and history anomaly. Customer's blood glucose level was 165 mg/dl. Customer's wife advised the bolus history did not show all of the bolus treatments they had delivered. Customer advised they did not recall hearing any of the alarms in their alarm history. Customer declined to troubleshoot for weak battery, failed battery test and battery out limit alarm. Troubleshooting for audio/beep anomaly was performed. Customer's wife advised the device did not beep. Customer was assisted with changing the alert type to vibrate. Customer performed and passed the self-test. Customer was advised to monitor the insulin pump.